Event description:
A review of svc data detected a reportable problem. During servicing, electrode belt sn (B)(4) failed the fall off test. The last pt to use this electrode belt did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. As received, the belt failed the fall-off test. Upon investigation, there was n open along the rear pulse wire in the belt's trunk cable. The open wire caused the test failure. The root cause for the open wire was unable to be positively determined. No adverse event resulted from the defective electrode belt. The last pt to use this electrode belt did not report any deficiencies.